Event description:
A caller reported a malfunction on their pump following exposure to a CT scan. The caller did not address whether their blood glucose exceeded a certain level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they understood and acknowledged.